Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 - belt/monitor unusable) has been confirmed. Upon investigation the monitor was to acquire an ECG signal. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The u612 had no -5v output. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the patient was receiving service code 204 - belt/monitor unusable.